Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the initial deployment of the valve looked to be at perfect, however upon release of the paddles, the valve migrated upwards with resultant moderate paravalvular leak (pvl) assessed by angiogram, tte and hemodynamics. A balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon, but did not resolve the pvl. A second valve was successfully implanted valve-in-valve, reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.